Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during both archive data review and functional testing. The root cause of the system error was the processor board (pca) failure due to failed component(s). There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the platform's archive data showed system error, 71 (motor drive train command issue), confirming the reported complaint. Further review of the archive data also showed multiple fault code 08 (motor controller fault detected) around the customer's reported event date, unrelated to the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Technical investigation revealed that the root cause of the system error was due to the malfunctioning processor board, which was replaced to remedy the problem. Fault code 08, which was observed in the archive data, was not replicated during functional testing. Nevertheless, the zoll service engineer replaced the motor controller board as a preventive precautionary measure because the board may have had some intermittent technical problems that could not be directly identified during testing. During further functional and visual inspection, the fan cable insulation appeared to be kinked and pinched. The fan assembly was replaced to address this issue. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 25 minutes each, and the platform passed the test without any issues. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Event description:
The customer reported that during a training session for new employees, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. The customer replaced the lifeband and battery to troubleshoot the issue but was unsuccessful. No patient involvement.